Manufacturer narrative:
This report contains a correction to the aware date.

Event description:
It was reported that this right atrial (ra) lead was revised. No additional information is available at the moment. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was revised. No additional information is available at the moment. No additional adverse patient effects were reported.